Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction.

Event description:
Dexcom representative notified dexcom on (B)(6) 2014 to report an out of range symbol on (B)(6) 2014. Dexcom representative did not report any injury or medical intervention.